Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was suspicious of reservoir leaks. The patient's blood glucose at the time of incident was 104 mg/dl. The customer did not identify any liquid on the insulin pump; however, every time she changes the reservoir she smells insulin in the reservoir compartment. The customer cleans the entire insulin pump with alcohol, but she smells insulin every time the reservoir is changed. This has occurred three times, and all three times the customer's blood glucose was between 250 mg/dl and 300 mg/dl. A displacement test passed. The self test passed as well. However, a high pressure test was not performed. No products were returned or replaced, and the customer will call back in order to perform the high pressure test.